Event description:
It was reported that a patient death occurred. Two 106cm x 12 cm ekos+ catheters were selected for use to treat a pulmonary embolism. The ekos+ catheters were placed in the pulmonary artery, and the procedure was completed with no device issues. However, when the catheters were removed, the patient complained of abdomen discomfort, and blood pressure began to drop. A transfusion was performed. The patient ultimately expired.